Event description:
The customer reported that the staff emergency alert was not working on 5 south but was working on 4 south. There was no patient impact or safety issues reported as a result of product performance. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms". Troubleshooting into the reported issue determined that the 5th floor wasn't configured for emergency alerts. The hrc technician configured the system to include the 5th floor for all emergency alerts to resolve the issue. Although there was no injury reported, if the emergency alerts were not alerting on the floor, it could cause serious injury or death. Therefore, hillrom is reporting this event.